Manufacturer narrative:
Corrected information provided in g1 manufacturing site.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. 63 days after the procedure, the patient presented with nonserious urinary disorders consisting of weak stream and polliakiria. The event was reported as not resolved. Additional information received states the previously reported urinary disorders consisting of weak stream and polliakiria were not related to the procedure or device.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. 63 days after the procedure, the patient presented with nonserious urinary disorders consisting of weak stream and polliakiria. The event was reported as not resolved.